Event description:
It was reported that physician felt that the patient was having an allergic reaction to the implantable neurostimulator (ins) components (implant done 3 to 4 months ago) as the wound had not healed properly. It was noted that the affected incision areas were ¿drained of pus¿ that were present at the ins and along the lead path. In addition, it was reported that there was an infection present at the ins battery pocket and lead incision sites. Perioperative antibiotics were administered at implant. The patient did not have meningitis. No product was explanted at the time of report as it was not known if the ins components were causing a reaction in the patient¿s body or if it was ¿something else¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97791, lot# n480426, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).